Manufacturer narrative:
Exemption number e2019001. Visual analysis was performed on the return device. The reported stent dislodgement was confirmed. The failure to advance could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to procedural circumstances. It is likely that after the failed attempt to advance due to resistance with the anatomy, the stent became damaged and loosened on the balloon resulting in dislodgement as the bess was being withdrawn into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the right common iliac artery. A 6.0x29mm otw omni elite balloon expandable stent system (bess) was being advanced; however, failed to cross due to resistance with the anatomy. The bess was removed from the patient anatomy without resistance. Once the bess was outside the patient anatomy it was noted that the stent was missing. The stent was located inside the distal tip of the 6f sheath. The sheath was removed with the stent in it. The procedure was successfully completed with a new 6f sheath and a 7x27mm unspecified non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.